Event description:
Potential for injury associated with an irc17010 aerosol compressor where the compressor has a broken switch and cannot be turned on. This could cause the user to miss the prescribed dose(s) of medication.